Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with ventricular lead noise. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer reference number: 2938836-2019-05527. New information revealed that the patient was brought in for surgery to identify the source of the noise on 26 jun 2019. Upon opening the pocket, it was discovered that the set screw of the patient's implantable cardioverter defibrillator had come loose, which affected the lead's connection to the header. The ICD was replaced and the lead remained implanted. The patient was stable.